Event description:
It was reported that, during wound treatment, most of the silicone adhesive of the opsite flexifix gentle 5cmx5m stayed at the plastic protection and not to the film. This made that the film won't adhere to the patient's skin. Treatment was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Reference number: (B)(4).

Manufacturer narrative:
D9: updated device receipt information. H6: updated codes. H10: additional information: the complained product has been returned, confirming the reported event visual inspection, noted no obvious defects, functional testing confirmed silicone remained on the carrier, reducing adherence. The root cause has been deemed a component failure, the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the instructions for use. A documentation review has been conducted, confirming previous complaints of this nature, with corrective action currently under effectiveness review, the complained product was released prior to the actions being initiated. The instructions for use and risk files, mitigate the reported issue with no updates required. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range.

Manufacturer narrative:
The reported product has not been returned for complaint evaluation. We cannot confirm this complaint or relate the reported event to a manufacturing problem. The wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the instruction for use. A documentation investigation has been conducted, confirming that the product met manufacturing specifications upon release for distribution. The risk management files and instruction for use adequately mitigate the reported event with no updates required. Historical review confirms previous complaints of this nature, with corrective action implemented which is currently under effectiveness review. This product was released after implementation of the corrective action. Smith & nephew continue to monitor for adverse trends.